Manufacturer narrative:
(B)(4): approximate age of device ¿ 1 year and 4 months.the pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for suspected gi bleeding. The patient's hemoglobin level was 6.1 g/dl and the inr was 1.9 upon admission. The patient was transfused with an unspecified amount of packed red blood cells. A colonoscopy revealed arteriovenous malformations that were injected and clipped. The patient was asymptomatic. The patient was discharged on (B)(6) 2015 with an inr goal of 1.5-2.5 and low-dose aspirin for anticoagulation. No additional information was provided.